Event description:
It was reported that during remote training for a pediatric user with a dexcom g7, the sensor appeared in the dexcom app but remained stuck on pairing to the ilet despite a firmware update, and the trainer was guided to toggle the cgm type g7-g6-g7 and start a new sensor with code entry; pairing to the ilet continued to fail while the app displayed a glucose value of 192 mg/dl. Symptoms included no reported clinical adverse effects. Outcomes included no alerts or alarms on the ilet and continuation of training on cartridge filling while monitoring for successful pairing. Investigation included troubleshooting steps focused on cgm pairing workflow and device settings. Investigation of this case revealed a pairing failure limited to the ilet, consistent with a communication or integration issue between the ilet and the dexcom g7 sensor, with no indication of sensor failure within the dexcom app. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup or transient connectivity during device configuration.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.